Event description:
Data review: on 09/12/2024 customer (B)(6) contacted luminex technical support to report two false positive results for aries sars-cov-2 eua assay pn: 50-10047, lot: ac1180 had occurred during analysis of negative qc samples. Customer provided aries run data for the sample runs: sample ID: '1 bottom neg qc' analyzed on cassette (B)(6) on (B)(6) 2024 at 10:26 am. Run data obtained: sars-cov-2 - orf1ab CT = 27.3, sars-cov-2 n CT = nd, rnase p CT = 30.2. Sample ID: 'a1b neg qc' analyzed on cassette (B)(6) on (B)(6) 2024 at 12:30 pm. Run data obtained: sars-cov-2 - orf1ab CT = 21.1, sars-cov-2 n CT = nd, rnase p CT = 26.7. Both sample ids listed were analyzed on aries module b (sn: (B)(6)). Customer received expected negative qc results analyzing the same negative control sample material within the same aries system using module a. Customer is using zeptometrix negative qc sample lot 332930. Consumable review: one false positive result was observed during aql testing of lot ac1180 on (B)(6) 2024. One false positive result is within the acceptable limits per requirements of aries qc lot release testing. No non-conformances are associated with this lot. There are no additional complaint cases for lot ac1180 within salesforce at this time. Device review: aries system sn: (B)(6), module b: (B)(6), module a: (B)(6): review of the utilized device's history was accessed for a period of 6 months prior to the reported discrepant result. There were no service actions for the aries system during the prior 6 months that would contribute to false results. There is no indication of a device malfunction for the aries system and both modules. Conclusion: the root cause of the false positive negative control qc sample results cannot be determined. There is no indication of a hardware malfunction or evidence of consumable malfunction at this time. No patient samples were reported to have discrepant results. This complaint of a false result on the eua aries sars-cov-2 assay is required to be reported as an MDR. Hra-24-0027 will be submitted as an MDR to the FDA to fulfill reporting requirements.

Manufacturer narrative:
The root cause of the false positive negative control qc sample results cannot be determined. There is no indication of a hardware malfunction or evidence of consumable malfunction at this time. No patient samples were reported to have discrepant results. This complaint of a false result on the eua aries sars-cov-2 assay is required to be reported as an MDR. Hra-24-0027 will be submitted as an MDR to the FDA to fulfill reporting requirements.